Event description:
Additional info received from reporter on 05/26/2017 for mw5064876: refer to access number: mw5064876. On about 09/19/2016 I filed a voluntary complaint to the FDA. On 09/24/2016 I received a "thank you for submitting your report to medwatch". Later I received a letter from FDA dated 10/13/2016 in which was stated "please reference your access number below, if you would like to file a follow-up report; access number: mw5064876". Follow-up report: after my first report of 09/19/2016, my pain increased to the intolerable level and I saw my doctor in (B)(6) 2016. He said the pacemaker was a perfectly good working pacemaker and insurance would not pay to replace it. The pain continued to creep from my clavicle area to my left upper arm, then down to my elbow and eventually my whole arm including my hand and fingers. When I would lie on my left side to sleep the excruciating pain wakened me. I could hear a loud "ka-wish, ka-wish" in rhythm with my heart beat. About (B)(6)2016 I called and told the doctor's office that the pacemaker needed to be taken out and I didn't care if I died as I couldn't tolerate the pain. Every night the pain went either through my left shoulder, arm and hand or up the left side of my neck to the bottom of my skull. It was one or the other but never both at the same time. I then had a long appointment and he said he "could try for medical necessity". Then he said, "even if I put in a smaller one you could still have 'residual lasting pain'. I asked about that and doc said because the pain, once started, could still be there as 'residual pain', even with a smaller pacemaker. I told him "I want it out!" "You have to have it", he said. I asked "why?" He didn't answer. Then doctor (B)(6) wrote down on a piece of paper names of medications for me to try in order to control the pain. Lidocaine cream, capsaicin cream, prescription lyrica and verbally said he could prescribe neurontin. He also said he could "move the pacemaker down or move it to my right side". I turned down all those options and made an appointment for (B)(6)2016 with an electrophysiologist, dr. (B)(6), with whom I later found out my own heart doctor was a patient. Dr. (B)(6) said "definitely don't have the pacemaker moved to the right side". On (B)(6)2016, dr. (B)(6) made the decision to switch out the pacemaker. This was accomplished on (B)(6)2016 fourteen months after boston scientific pacemaker model l321/serial (B)(4) was implanted. Of course I had lab work, primary appointment, etc. In the prep room, before switching out the pacemaker, dr. (B)(6) said, "I've tortured you long enough. I have another patient, a man, with the same symptoms as yours, so you're not crazy. It's time I put you out of your misery - let's get at it". I now have boston scientific pacemaker model l311/serial (B)(4). The severe, unbearable pain has subsided although the clavicle area is still uncomfortable and my neck and shoulder muscles are tender. My left hand and wrist almost always prickle, worsen with movement, and my fingers always have a tingling. Even when I sleep on my right side, I double over a pillow on which to rest my arm to prevent my shoulder from collapsing downward and squeezing my pacemaker area. So my heart doctor was correct when, long before agreeing to switch out that pacemaker, he stated that I could still have residual pain.

Event description:
On (B)(6) 2006, my first boston scientific pacemaker, model 4469/sn #(B)(4) lead and model 4470/sn #(B)(4) lead was implanted. That model created shooting pain with certain golfing motions. Eventually that pacer settled into an acceptable level of comfort. On (B)(6) 2015 that pacemaker was replaced with boston scientific model l321/sn #(B)(4). My current pacemaker is much, much larger than my first pacemaker. The pain, especially when trying to sleep is almost intolerable. The pacer pushes on my shoulder bone and my collar bone. Pain goes deep under the pacer. At times the pain extends down to my left elbow and up my neck almost to my ear. The pain extends through to the back of my upper shoulder. This pain, after arising can last as short as an hour and as long as all day. For sleep when lying on my right side, I place a huge pillow on edge and rest my left arm on top to try to keep my shoulder from going forward and pinching the pacer. This position decrease the amount of pain so that I can fall asleep. When I turn over onto my left side, the pain is even worse. It wakes me often in the right and I fight to find a place to decrease the pain. Every move during the night, I feel the pain. I just finished watching the packer game, it is after 11 pm, and my pacer pain is still present and I have to face making it worse by going to bed. The pain is continually getting worse.

Event description:
On (B)(6) 2006, my first boston scientific pacemaker, model 4469/sn #(B)(4) lead and model 4470/sn #(B)(4) lead was implanted. That model created shooting pain with certain golfing motions. Eventually that pacer settled into an acceptable level of comfort. On (B)(6) 2015 that pacemaker was replaced with boston scientific model l321/sn #(B)(4). My current pacemaker is much, much larger than my first pacemaker. The pain, especially when trying to sleep is almost intolerable. The pacer pushes on my shoulder bone and my collar bone. Pain goes deep under the pacer. At times the pain extends down to my left elbow and up my neck almost to my ear. The pain extends through to the back of my upper shoulder. This pain, after arising can last as short as an hour and as long as all day. For sleep when lying on my right side, I place a huge pillow on edge and rest my left arm on top to try to keep my shoulder from going forward and pinching the pacer. This position decrease the amount of pain so that I can fall asleep. When I turn over onto my left side, the pain is even worse. It wakes me often in the right and I fight to find a place to decrease the pain. Every move during the night, I feel the pain. I just finished watching the packer game, it is after 11 pm, and my pacer pain is still present and I have to face making it worse by going to bed. The pain is continually getting worse.